Event description:
Per operative report: the valve was explanted due to aortic insufficiency and paravalvular leak. During explant, the valve appeared "normal" and no obvious signs of paravalvular leak were identified. Pannus material was debrided from the aorta. The valve was replaced with a 21mm carbomedics valve. The mitral and tricuspid valves were also replaced at this time.